Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the peeling adhesive on the objective lens was by stress of repeated use, external factors, or handling of the device. Additionally, the image loss was due to breakage of the image sensor. The event can be detected by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the following [inspection of the endoscope] 1. Inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. 2. Inspect the electrical contacts on the video connector for corrosion. 3. Inspect the surface of the insertion section for cracks, dents, bulges, or other irregularities. 4. Inspect the covering of the bending section for sagging, swelling, dents, scratching, holes, protruding metal strain out of the insertion section, or other irregularities. 5. Carefully run your fingers over the entire length of the insertion section. Check for protruding objects or other irregularities. 6. Inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities. 7. Inspect adhesives on the covering of both distal ends of the bending section for scratches, cracks, or tears. 8. Wipe the video connector, including the electrical contacts, using gauze. Also, confirm that the electrical contacts are completely dry and clean.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to damage on charge coupled device (ccd) unit, a noisy image occurred. There were few additional findings. Adhesive on bending section cover had a chip. The bending section cover had a scratch. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed a defective image. The issue was found during preparation for use for a surgical procedure. The procedure was completed with a similar device without any delay. The device was returned and an evaluation of the returned device at the repair center revealed peeling of the adhesive of the objective lens. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.